Manufacturer narrative:
Initial reporter address: (B)(6). Device evaluated by MFR.: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning 3mm distal of the distal markerboard and extending 10mm proximally. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 8 atmospheres as per xxl. A visual and tactile examination identified no issues with the tip of the device that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the infrarenal iliac vessel. A 14-4/5.8/120 xxl balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was all right.

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the infrarenal iliac vessel. A 14-4/5.8/120 xxl balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was all right.